Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the display screen was blank. The reporter verified that the pump had power and audible tones. During troubleshooting, the pump was re-started and the display returned to normal. Troubleshooting determined the blank display issue was concurrent with the occurrence of call service alarms. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2014 with the following findings: review of the black box data and alarm history revealed multiple, consecutive call service alarms recorded on (B)(6) 2014. On investigation, the pump powered on with fully functional auditory tone and vibratory alarm. The display screen became fully illuminated when the pump powered on. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation was unable to confirm or duplicate the alleged blank display screen. The pump was found to be operating within specifications and without malfunction.